Manufacturer narrative:
The lead was surgically abandoned and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being removed from the header during a normal battery change. As the lead was being pulled out of the header, the pin separated from the connector body. The lead was surgically abandoned and three attempts to implant a new rv lead were unsuccessful due to positioning problems. The procedure was abandoned and the physician elected to implant a new system on the left side a few hours later. No further adverse patient effects were reported.